Manufacturer narrative:
(B)(4)

Event description:
It was reported when patient presented to the clinic for a normal device check, myopotentials oversensing was observed when the patient took deep breaths. The lfa filter was turned off. No more instances of oversensing. No symptoms were reported.